Manufacturer narrative:
Continued from d10: 4968-25, lead implanted on (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient presented for a scheduled transvenous implant, the patient experienced fatigue. It was discovered that the patient currently had an existing abdominal dual chamber epicardial implantable pulse generator (ipg) system. It was reported that the epicardial right ventricular (rv) lead exhibited non-capture, high thresholds and undersensing. The abdominal dual chamber epicardial pacing system was programmed off and was replaced with a new transvenous dual chamber ipg system in the right pectoral area. The inactivated epicardial rv lead remains in the patient. No further patient complications have been reported as a result of this event.